Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and blurred vision. The lens also became stuck within the cartridge/injection system. The lens was later exchanged for a shorter length lens. Reportedly, "icl exchanged because the initial icl that was implanted appeared t be too large postoperatively. It gave a mydriasis in the right eye which caused blurry vision for the patient. During the surgery, one of the haptics also got stuck to the plunger." The problem was resolved. The cause of the event was a patient-related factor.

Manufacturer narrative:
Correction: d4 UDI.claim# (B)(4).